Event description:
Prior to a coronary stenting procedure, the liberte' monorail stent came off of the delivery device right out of the package. The procedure was completed with another of the same device.